Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The collimator was found to be in need of centering. This was completed and the issue was resolved. No parts were replaced on the system. A full imaging system check-out was completed following the calibration, and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A medtronic representative reported that the imaging system cannot be used because the system was displaying an "initializing collimator" error. This occurred apart from any patient involvement. No additional details were provided.